Event description:
The subject device was sent to an olympus service center with a report that ¿the coils are old, wrinkled, and not angled enough. Ccd cover, lg cover glass scratches, damage. Sheath is broken. The casing, switch, s cover, light guide coil, and metal contacts of the el part are all aging (repaired by a third party).¿ there was no patient or user injury reported. During inspection and testing, service found the endoscope image was blurred. This report is being submitted for the malfunction [blurred image] found by service during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause for the blurred image could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system. Operation manual: important information ¿ please read before use; warnings and cautions. During the device evaluation, service found a leak due to a perforation in the connecting tube. The scope connector had corrosion due to chemical stress. The scope cover unit was scratched. Due to damage on the circuit board in the endoscope connector, the distal end section was getting warm. The switch box had discoloration. The image guide protector was damaged. The universal cord, scope cover, and the grip had scratches. The control section was dirty. The device demonstrated third party repair had been performed. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.